Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead exhibited significant noise on the mobile programmer application atrial channel, which made it difficult to determine whether p-waves were being sensed appropriately. After approximately one minute, appropriate sensing was observed based on the surface electrocardiogram (ECG). Impedance measured 900 ohms, and the capture threshold measured 2.5 v at 0.4 ms. However, notable noise remained on the electrograms (egm). Troubleshooting steps were taken to include evaluating whether the issue originated from the mobile programmer or from the lead. The lead was also connected to a legacy programmer, and although the newer filter was selected rather than the original, persistent noise was still observed. Based on these findings, the physician requested replacement of the lead. It was noted that the newly placed lead demonstrated some noise initially, though significantly less than the first lead. Current of injury (coi), sensing, impedance, and capture threshold were immediately identifiable despite small amounts of noise without oversensing. The noise dissipated over time, and no noise was observed after the replacement lead was connected to the device. The lead was attempted not used. No patient complications have been reported as a result of this event.